Manufacturer narrative:
(B)(4). The proglide device was used in the axillary artery. Per the instructions for use: the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 21f sheaths. Evaluation summary: visual and functional inspections were performed on the returned device. The reported cuff miss was confirmed. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted the perclose proglide electronic instructions for use states: the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 21f sheaths. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other proglide device is filed under a separate medwatch report.

Event description:
It was reported that an arteriotomy closure of an axillary artery was attempted using a proglide device with a 6f sheath after an interventional peripheral procedure. Reportedly, a cuff miss was noted. A second proglide device was used and a suture break occurred during suture harvesting. A balloon was placed to stop the bleeding and hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.